Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) with hypoglycemia. Specific bg levels not provided. Symptoms reported include shaky and thought. The pod was deactivated and fast acting glucose was given for treatment.